Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
Per literature, it was reported that in 77 male patients with stress urinary incontinence after prostate cancer surgery, the effects of radiation exposure on the outcome after implantation of ams800 artificial urinary sphincter (aus) were examined. The average follow-up period was 21.2 months. The comorbidities were hypertension in 27 cases and diabetes in 10 cases. 29 cases (37.7%) had a history of radiation exposure. Achievement rate of social continence (0-1 pads required per day) is equivalent in patients with and without radiation history (86.2% vs 87.5%), and the incidence of infection (3.4% vs 0%), erosion (3.4% vs 2.0%), and reoperation (10.3% vs 12.5%) were not significantly different. Serious complications occurred only in patients with a history of radiation, with one infection requiring removal of the prosthesis and one scrotal hematoma drainage. Within this same group, there were two patients that required early revision for insertion of a tandem cuff to address recurring/persistent incontinence, and one erosion requiring explant. Of the non-irradiated patients, three required revision for placement of a smaller or second cuff in addition to three other revisions for erosion, mechanical failure, and recurrent incontinence resulting from urethral atrophy. The incidence of complications, erosion, and reoperation was higher in diabetic patients than in those without diabetes, but there was no significant difference. Regardless of the radiation history, aus has been shown to be the standard treatment for stress urinary incontinence. Outcomes of artificial urinary sphincter implantation in the irradiated patient. [Bju int. 2014 apr;113(4):636-41]. Doi: 10.1111/bju.12518.